Manufacturer narrative:
This event was reported to FDA on 07-may-2018 as a bpdr (number (B)(4)) under 21cfr600.14 and is now being reported retrospectively as a MDR under 21cfr803 to address an observation received from FDA during the ei dated 10-sep-2018. Additional delay in the submission of this MDR is due to issues encountered during the set up of the electronic submission. The event subject of this report is deemed to represent a device malfunction which is not likely to cause or contribute to death or serious injury; however, it has been subject of correction at the time of distribution to end users and therefore meets the reporting criteria described in the FDA guidance on MDR for manufacturers. A notification accompanied any products from lot v187500 subsequently shipped to end users, requesting them to discard the original (i.e. Incorrect) antigen profile contained within the secondary packaging of lot v187500 and replace it with a corrected version provided with the notification. The assigned FDA recall coordinator ((B)(6)) was informed of the correction on 03-oct-2017. Bpd additional information was not requested; however, on 20-nov-2017 alba bioscience received a letter from FDA ((B)(6)) stating that the actions taken by alba bioscience have been appropriate and that there has been proper disposition of the product and that FDA considered the market withdrawal completed.

Event description:
The antigen profile for us licensed reagent red blood cells albacyte® antibody identification cells 10-cell papain-treated (product code z472u, lot number v187500) supplied to customers contained an error. This was noted through a complaint received for ce marked product albacyte reagent red blood cells for antibody identification (product code "z472"), lot no. V187499) which is manufactured from the same starting materials and using the same manufacturing process as the product subject of this report. The investigation indicates that the unexpected reactions with anti-c are due to cell 2 and cell 3 of the panel being swapped at the time of labeling of the primary containers.